Event description:
Needle broke off in stomach [device induced injury], [wound infection: nec]. Case description: a pharmacist reported that a pt with diabetes mellitus (type and duration unknown), experienced that a novofine needle broke off while pt was injecting insulin in the abdominal area. The pt, who did not notice the event for a couple of days, removed the needle with tweezers. The wound subsequently became infected and the pt consulted pt's general practitioner, who prescribed a treatment with antibiotics. The pt has discarded the product which has, therefore, not been returned to novo nordisk.